Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 30 (mg/dl). Carbohydrates were consumed to address bg levels. Reportedly, the customer's health care provider needed to adjust the pump settings and the customer believes this attributed to their low bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.